Event description:
The customer received a blood glucose reading of 130mg/dl on the breeze2, re-tested on a contour next ez and the reading was 78mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. New strips were sent to her.